Event description:
The physician attempted arteriotomy closure with the perclose at device after a diagnostic procedure. It was reported that two devices were used. The first device did not capture the suture. The second device was inserted, reportedly without difficulty. Mark was achieved and the device deployed. The sutures were captured and the knot was delivered, however, hemostasis was not achieved. Manual compression was instituted to achieve hemostasis. Shortly afterward (time not specified), the patient's blood pressure began to decrease (value unknown). A CT scan or ultrasound was performed which confirmed a "peritoneal bleed". The patient was taken to surgery. The vascular surgeon stated that "the bleed was up to the area of the kidney, the knot was very high in the area of the inguinal ligament". In their opinion the peritoneal bleed was not related to the perclose device. The artery was closed; the patient reportedly had a stable hosptial course with no adverse sequelae.